Event description:
It was reported that the guidezilla was fractured. The 90% stenosed target lesion was located in the severely tortuous and severe calcified right coronary artery. A 7f guidezilla ii was selected for use. During the procedure, it was reported that the tip was fractured and damaged. The procedure was completed using another of the same device. No patient complications were reported, and patient is stable after the procedure.

Manufacturer narrative:
E1 - (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone number: (B)(6) device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection found no damage or irregularity to the device. During microscopic inspection, the shaft was flattened from 0,5cm to 1cm from collar and it was found the tip of the device in good condition. No other issues were identified during the product analysis.

Event description:
It was reported that the guidezilla was fractured. The 90% stenosed target lesion was located in the severely tortuous and severe calcified right coronary artery. A 7f guidezilla ii was selected for use. During the procedure, it was reported that the tip was fractured and damaged. The procedure was completed using another of the same device. No patient complications were reported, and patient is stable after the procedure.